Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision with an unknown textured siltex mentor prosthesis in 2002 experienced right sided deflation post procedure. As a result, the device was replaced with a mentor siltex round moderate profile 300cc saline prothesis. This was the second in a series of three deflations. The other two events were reported under 1645337-2020-00755 and 1645337-2020-00781.